Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 500 mg/dl. The patient experienced nausea in relation to the high blood glucose. The customer treated with their backup insulin pump for approximately 10 minutes. The customer hung up before troubleshooting was completed. The insulin pump was not returned for analysis.